Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1crxz, product type: lead product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left side was eroded because the lead was improperly placed. The entire system of the left side was explanted. It was reported that the plan for now is patient has started antibiotics and will be scheduled for stage 1 implant at a later date, currently no date on schedule.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1crxz, implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type extension. Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the affected devices were explanted on (B)(6) 2020. The rep noted that the reason for improper lead placement was not available to them because the doctor told the rep that during the pre-op (pre--explant) MRI, improper lead placement was noticed.